Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. The customer did not receive stuck button alarm. The scroll bar was not ramping up or down without user input. The customer reported that the up button was not responsive. The customer was still able to navigate the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.